Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s918usqs6eyj5. Hardware: sm-s918u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The pod arrived fully deployed in pod state 15 with 55 pulses delivered, completing first and second prime before deactivating. No timeouts or drive stalls were observed in the data. The needle mechanism was reset using the lock and load tool and redeployed as intended. No damages were observed with the needle mechanism, but it could not be determined when the pod deployed. The cause of the reported needle mechanism failure could not be determined.

Event description:
The device was returned and evaluated. There was no evidence of a needle mechanism failure as it was initially reported.